Event description:
A report was received that the patient had difficulty communicating the remote control to the ipg. Database analysis suggested signs of a defective battery and possible high internal impedance. The patient will undergo a revision procedure.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) the complaint was confirmed. Upon receiving, the device was able to communicate with a test remote control. However, the device battery profile revealed sudden voltage drops, and a measurement of the battery internal resistance supported the battery tab anomaly. It's due to the intermittent connection of the battery tab and it was the source of the stimulation interruption anomaly.

Event description:
A report was received that the patient had difficulty communicating the remote control to the ipg. Database analysis suggested signs of a defective battery and possible high internal impedance. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the lead and clik anchor will not be returned to bsn. It is indicated that the lead and clik anchor will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty communicating the remote control to the ipg. Database analysis suggested signs of a defective battery and possible high internal impedance. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was having painful implant site in the back, and there was swelling at the site of implantation of the anchor and was very tender and uncomfortable. X-ray was taken and the result showed that the lead on the left appeared to be midline but the lead on the right seemed to be a little off of the midline and the leads at the bottom of her spine appeared to be at the edge of the skin which needed to be a little deeper because there is a bump in the spine. It was also reported that the ipg was malfunctioning. The leads and clik anchor will be replaced and will be repositioned. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 17698093, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had difficulty communicating the remote control to the ipg. Database analysis suggested signs of a defective battery and possible high internal impedance. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg, leads and clik anchor were replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient had difficulty communicating the remote control to the ipg. Database analysis suggested signs of a defective battery and possible high internal impedance. The patient will undergo a revision procedure.